Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the annex d code for updated information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the the long bipolar grasper associated with this complaint and completed failure analysis (fa). Fa confirmed the reported issue as the conductor wire insulation was found to have damage and wires exposed. The instrument passed electrical continuity test and passed recognition/engagement tests when tested on in-house system. The instrument moved intuitively with full range of motion in all directions and the grips opened/closed properly. Fa also noted the instrument released energy normally and deemed fully functional.

Event description:
It was reported that during central processing, the conductor wire of the long bipolar grasper (lbg) instrument was loose, broken and disconnected. The damage of insulation (coating) was confirmed on the black conductor wire on the instrument. There was no report of patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black insulation of the long bipolar grasper instrument was identified to be stripped after central processing. When the instrument used in the last procedure, the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool. After the completion of the last procedure, the instrument was inspected; however, the customer was not sure if it was damaged.